Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry.

Event description:
It was reported that the patient was treated by the lifevest and passed away on 03/11/2018. The patient was in a rehabilitation facility and reportedly became unconscious and was treated by the lifevest. The patient was then transferred to the hospital and had an impella device implanted and was intubated. The patient's wife signed a dnr and the patient passed away in the hospital. Per the ECG and flag data analysis, the device appropriately detected and treated the patient two times. The first shock was delivered at 22:28:10 on (B)(6) 2018 while the patient was in vf and the rhythm remained in vf. The patient was then treated at 22:28:33 while in vf and the rhythm was converted to severe bradycardia at 20 bpm after a 7.5 second pause. The patient then went into sinus tachycardia at 150-160 bpm and was inappropriately treated at 22:31:47 while in sinus tachycardia. Oversensing a low-amplitude cardiac signal and heart rate above the treatment threshold contributed to the false detection. The rhythm remained in sinus tachycardia, and then later degraded to asystole at 23:33:45. The patient received remained in asystole with motion artifact until device deactivation at 00:34:37 on (B)(6) 2018. The patient passed away on (B)(6) 2018.